Event description:
It was reported that the patient heard abnormal sound in the right ear while touching the implant site. He had very limited benefit from the device on the first day of activation. The patient was before and after implantation within the indication criteria for vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.